Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis revealed normal depletion that meets expected longevity.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the device reached elective replacement indicator (eri) and there was possible early battery depletion. It was noted that the likely cause of the battery depletion was that the left ventricular lead had a high threshold since the lead was implanted. The device was explanted and replaced. No patient complications have been reported as a result of this event.